Event description:
Olympus medical system corp. (Omsc) was informed that during an unspecified procedure 4 needles did not work correctly. They worked before being inserted into the endoscope but once inserted they failed to open and close. One of the needles could not be retracted into the sheath and it caused a perforation of the channel of the endoscope. The doctor completed the procedure with a similar device. There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject devices were discarded by the user facility. The exact cause of the user's report could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2014-00290.